Event description:
Removal of dental implant. The clinician reported implant came out when trying to remove abutment.

Manufacturer narrative:
The implant was not fractured. The implant was examined under 20x magnification and no thread defects were noted. The abutment was not returned. The abutment from reserve sample was evaluated and no malfunction was verified. The device history record was reviewed and verified that the implant and accompanying abutment met specification.